Event description:
Primary total hip arthroplasty performed in 1995. Osteolysis, post-implantation, necessitated revision procedure performed in 2001. Acetabular liner and modular head components were replaced.